Event description:
Additional information: it was reported that the patient's healthcare provider (hcp) heard that the pump could be infected. It was later reported that the pump was not infected and no action was necessary.

Event description:
It was reported an infection occurred. The reporter indicated that the patient was on a high dose of baclofen and stated the health care provider (hcp) thought the patient 'may have had an infection," but was not sure. It was reported if there was an infection, then the hcp 'may have to take out the system.' About three weeks later, it was noted that the infection cleared, and the pump and catheter remained in place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).